Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Lot number was reported as 113l901 or 117l010. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter facility name: (B)(6). Reporter is a j&j employee. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that a sagittal split ramus osteotomy surgery for jaw deformity was performed on (B)(6) 2023. When the plate was fixed by the locking screw, striated metal fragments came out. The fragment was seemingly part of the screw head. The surgery was completed successfully with no delay. The patient outcome was reported to be stable, and no other medical intervention was required. This report involves one matrix lock screw ã¸1.85 self-tap l6 tan. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Part # 04.511.636.04s. Lot # 117l010. Manufacturing site: werk selzach. Release to warehouse date: 13 dec 2022. Expiration date: 01 dec 2032. Supplier: (B)(4). Non-sterile part # 04.511.636.04c. Non-sterile lot # 2680p93. Manufacturing site: werk selzach. Release to warehouse date: 02 nov 2022. Supplier: (B)(4). The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that hat only metal shaving of matrix lock screw ã¸1.85 self-tap l6 tan was returned. The dimensional inspection cannot be performed as only metal shaving was returned. The observed condition of matrix lock screw ã¸1.85 self-tap l6 tan in the device was consistent with a random component failure that may have been caused by exposure to unintended forces. The overall complaint was confirmed as the observed condition of the matrix lock screw ã¸1.85 self-tap l6 tan [04.511.636.04s/117l010] would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.